Manufacturer narrative:
(B)(4). The device was returned and an evaluation is complete. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection was performed with naked eye and magnification and noted cracked light blue mainbody and broken occluder feet. Functional testing was performed including eight psi underwater leak test, clear passage test and clamp function test. The functional test results noted a leak through the set with clamp closed due to broken occluder feet. The reported condition was verified. An assignable cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During sample evaluation of a cracked mainbody, a leak was identified through the set with the clamp in the closed position due to broken occluder feet. There was no patient involvement. No additional information is available.